Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt experienced an infection at the implantable neurostimulator (ins) site and was going to be treated while she was away in (B) (6). The pt was treated with perioperative antibiotics. The symptoms of infection were redness, swelling, and pain. No cultures were obtained. The pt was treated with oral antibiotics and intramuscular rocephen in the emergency room. The pt outcome was unk; the pt was going to be seen in (B) (6) while traveling.